Event description:
It was reported that the surgeon attempted to insert micl12.6 implantable collamer lens and the lens got stuck while advancing in the injector. There was no patient contact.

Manufacturer narrative:
A work order search was performed and there was one similar complaint found.